Event description:
It was reported that the patient herd device tones. Interrogation showed right ventricular (rv) lead impedance to be out of range (oor), and short interval counts (sics.) It was further reported that the increased sic counts and elevated rv high voltage (hv) impedance occurred during a surgical procedure. The magnet was not used and as a result, the alarms were triggered. Subsequent in office interrogations were normal. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.